Manufacturer narrative:
(B)(4). No further information is available. If additional information ot the sample becomes available, a follow up report will be submitted.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted corporate product surveillance by phone on (B)(6) 2010 to relay report received from one of her patient in reference to a transfer set. According to the report the clear part of the connection piece that connects to the adapter fell off on (B)(6) 2010. Patient was given antibiotics as (B)(6). There was no patient injury medical intervention reported.